Manufacturer narrative:
This ipg serial number is included in a field advisory. Results - the device was returned on (B)(6) 2011 for further analysis. It was concluded that the "ineffective stimulation" was confirmed. However, the ipg passed autotest and functional tests and there was no invalid impedance. The returned leads were suspected of having explant damage. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Patient received an scs along with surgical lead on (B)(6) 2009. The patient was explanted on (B)(6) 2011 due to ineffective stimulation.